Event description:
Caller stated "(B)(6) was in the restroom when incident occurred. She went to transfer from toilet to wheelchair. The wheelchair slid out from under her. She states, she fell to ground on her right side. She was sore and went to hospital for xrays, which came back negative. She states "she still has pain and soreness on right side". States, wheel locks on chair are loose and will not stay locked. "

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model trex20rf, serial number/date code (B)(4) is approximately 2 years and 8 months old. The owner's manual part number 1110546 rev e (jun-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) female. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. (B)(4) 2012 - ss - I called to speak the consumer. The consumer lives in an assistant living facility. The consumer confirmed that she did not contact her dealer. In reviewing the invoice, it looks like her dealer (where she purchased the chair) is in (B)(4). The consumer stated that her wheel locks are allegedly not holding. She feels that the wheel chair is sliding when she attempts to transfer herself. This caused her to fall and sustain injury to her side. She had a stroke and is paralyzed on her left side. I called (B)(4) and spoke with them about the incident. I was referred to (B)(4) (cs- supervisor). He will look into this matter and get back with us. Note: file is pending a call back from the dealer.